Event description:
Sorin group received a report that the cardioplegia pump was giving a motor pump error during setup. As this occurred during setup, there was no patient involvement.

Manufacturer narrative:
As this occurred during setup, there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to reproduce the reported issue. As a precaution, the service representative tightened and re-seated all connectors within the pump, updated the software and completed a full preventive maintenance with no problems. The pump was returned to service and there have been no further issues reported. A review of the device history record found no deviations or non-conformities related to the reported issue. Without the ability to reproduce the issue, the root cause could not be determined and no corrective actions could be identified. Sorin group deutschland will continue to monitor the market for trends related to this issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia pump was giving a motor pump error during setup. As this occurred during setup, there was no patient involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.